Event description:
It was reported that approximately 20 minutes into a da vinci s adrenal structure removal procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient's pelvic cavity. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade to be broken. The blade fractured at the cross section of the cable crimp and the fracture plane not straight. The intact blade does not exhibit damage at tip, however an indentation was observed at the base. Electrical continuity passed. No other damage was observed.